Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 vertical column power supply was installed. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system's vertical lift power supply required replacement. No patient injury was reported.